Manufacturer narrative:
D9 date returned to mfg: 04-feb-2025 . D3 - mfg establishment name, manufacturing plant address 1, city and zip code, and g1 - contact office establishment name one device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failed dso sensor. The downstream seal and upstream occlusion sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.